Manufacturer narrative:
The account replaced the brake detent mechanism to repair the bed. Mod 424 is a field corrective action which replaces the brake detent mechanism, brake/steer pedals and adjusts all four casters of the affinity 4 birthing bed. This event occurred after the completion of the field corrective action.

Event description:
The account alleged when they engage the brake/steer pedal into brake, the casters do not hold. He isolated the issue and found the detent was broken.